Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic sphincterotomy (est) with sphincterotome, the cutting wire broke when output was activated. During the investigation, omsc found the plastic coating on the cutting wire was partially missing. There was no report of pt injury regarding this report.

Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the cutting wire was broken and the broken section was melted and burned. The outer diameter of the cutting wire was within standard. Approximately coating was missing for 3mm from the broken point. As the result of checking the manufacturing record of the same lot, nothing abnormal detected. According to the result of the investigation, omsc assumes that the damage of the coating occurred due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted or came close to the metal part of the forceps elevator while activating the output, which caused a spark and a part of the cutting wire became extremely hot, resulting in breakage. The coating came off from the cutting wire because of the user handling after the cutting wire was broken. This report is being submitted as a medical device report in an abundance of caution.